Event description:
According to a customer, a low neonatal bilirubin (nbil) was generated by the synchron cxp alx instrument. The customer indicated that they had suspected the sample volume was low, but since the cxp alx generated a result, it was not questioned. The original value was 6.6 mg/dl. The erroneously low result was reported out of the lab. The physician questioned the nbil result from the lab and the sample was retested on a different chemistry analyzer. The result of the rerun was 14.0 mg/dl. There has been no change to the patient's treatment that can be attributed to this event.